Event description:
This case was reported by a consumer and described the occurrence of lung cancer in a patient who used super poligrip free denture adhesive cream for loose dentures. The consumer called with a product question. A physician or other health care professional has not verified this report. The patient's past medical history include smoking concurrent medical conditions included seizures (nos). Concurrent medications included valium and humibid. In 1989 the patient started using super poligrip free denture adhesive cream. In 1999, the patient was diagnosed with lung cancer and had a partial lobectomy of 1/2 of their left lung. Subsequent CT scans and ultrasound were negative for cancer. In august 2004 the patient was diagnosed with brain cancer and had brain surgery in august 2004. While in the hospital patient was given treatment medications for their seizure disorder. Dilatin, tegretol, keppra and phenobarbital all caused patient to have an allergic reaction which materialized in the form of a generalized pruritis, skin eruption and a "pins and needles"-like feeling. Currently the patient has been experienced depression. Treatment with super poligrip was continued and the events remain unresolved.